Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The pod was received with the cannula deployed, with an expected number of pulses in each priming sequence. The formed needle was observed to be slightly bent. It cannot be conclusively determined when this damage occurred. During investigation, the pod was reset, paired with a pdm and deployed normally and the bent needle did not appear to have an effect on functionality of the needle mechanism. Although the needle mechanism functioned properly during investigation, we cannot determine exactly when the device deployed, and the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early. The event did not impact the patients blood glucose levels. The pod was not worn.